Event description:
The complainant reported an 82-year-old female patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported that the impella cp was implanted via the femoral artery to allow for percutaneous intervention. The pump successfully supported the patient for stenting. When the pump was explanted, the medical staff found a bleed at the access site due to femoral vascular damage. The medical staff treated the site with balloon angioplasty and covered the stenting. The medical staff also administered blood products to the patient. The patient survived the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. While finishing a pci, an arterial bleed was noted after the repositioning sheath's angle of insertion was flattened a couple times and an right common femoral artery (rcfa) tear was confirmed. The impella cp was removed, so manual pressure could be applied. The tear was treated with a cover stent placed, and hemostasis was achieved with manual compression afterwards. Logs were not applicable. The root cause of the vascular damage was most likely use related.